Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information: I had checked with surgeon on last wednesday, 12th aug on patient condition. The patient went in for another surgery and found that is small bowel perforation which cause the greenish drainage in pelvis area. Surgeon informed that staple line at anastomosis part were intact. They had performed double stoma on pt and she is doing well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Are the antibiotics that were given routine for this type of surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? It was reported that there was no surgical intervention for the leak, how was the leak addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the pt complained stomach pain on post-op day 2. Performed CT scan and found greenish drainage around pelvic area, some air pockets around the end to end anastomoses, there is no contrast leak but contain leak around the area. Negative air leak test after anastomoses. Surgeon mentioned that they put on antibiotics on post op day 2 in conventional way. No surgical intervention and now post op day 8,still found greenish drainage around bowel area. Pt is doing well at the moment with no complained of pain.